Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap ligament procedure, the dr. Could not move the blade forward or back after sealing tissue some times. He cut tissue around the device by burning it by scissors, then, took the device out of the abdominal cavity. The blade tip was not broken off and no pieces fell into the patient. A competitor's device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n91c1k. The device was received the upper jaw damaged at the proximal side. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.